Manufacturer narrative:
(B)(4). Evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
While trouble shooting the issue, the customer was instructed to replace the sample probe and the false reactive result was non-reactive upon repeating the test. The customer requested abbott service to inspect the analyzer. The analyzer was inspected, a gravimetric diagnostic procedure was performed to inspect some parts of the analyzer and the procedure was acceptable. The daily maintenance passed and the quality control results were within the customers established ranges. A review of the trending data did not identify a product issue or adverse trend associated with this issue. The customer, however, was referred to the operators manual which contained the probable causes and corrective actions for such an issue (probe tip is bent or damaged, pipette probes are not straight, probe is not correctly positioned). The architect cmv igm assay package insert suggested additional testing or use other data to confirm the results. Based on the evaluation results, no product deficiency was identified related to this issue.

Event description:
The customer stated that the patient sample ID (B)(6) of generated a false positive result of 15.15 s/co for the architect cmv-igm assay. The same patient sample was retested on a later date and the same instrument after replacing the sample probe with a negative result. No impact to patient management was reported.